Event description:
It was reported that this implantable pacemaker has 2.5 to 1.5 years in 3 months remaining of longevity. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker has 2.5 to 1.5 years in 3 months remaining of longevity. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and a new device was successfully placed. No additional adverse patient effects were reported.